Event description:
Report received of a reversed positioned cassette leading to bleed back from the pt. An epidural infusion of fentanyl and bupivicaine in unspecified amounts in normal saline 250cc was set to run at 8-10cc/hr. The pt had been bolused by an anesthesiologist via the epidural catheter. The tubing was then manually primed by the nurse and the infusion was started. Approximately 15-30 minutes after the start of the drip, the pt complained of pain. When the nurse checked the catheter, it was noted to be full of blood; the blood had not entered the administration tubing. The epidural catheter was checked for placement by an anesthesiologist and found to be in correct position. The nurse then observed that the cassette on the administration set appeared to be backwards. The tubing was changed to solve the problem. No pt harm reported except that the pt experienced unrelieved pain for a short period of time. No additional info was available.